Event description:
It was reported that during an breast reconstruction with abdominal flap procedure, the surgeon was dissecting the abdominal flap. She was using the clip applier in a controlled and slow manner. However the 17th clip transected the vessel. The vessel was under tension and the clip applied obliquely. Another clip was put on and that was fine. All the remaining clips were fired in the patient without incident. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.